Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During support, the automated impella controller (aic) produced a controller error (yellow alarm). No resolution was specified, and no patient harm was reported.

Manufacturer narrative:
Clinical review: clinical staff reported that console ic6605 issued a controller error during transport by ambulance when plugged into portable ac inverter 300w. This alarm did not affect the console¿s ability to run the cp c7 impella. Once the console was unplugged from the inverter, the alarm resolved. Data analysis: imc logs confirmed the reported controller error alarm (pbm voltage out of specification ¿ event set 501) and showed that the vpurge and vpump1 voltages had triggered this alarm. See the logs in the attachments section. This report is being filed as part of a retrospective review of historical records.